Event description:
Discordant, falsely low calcium (ca) results were obtained on patient samples on an advia 2400 instrument. The discordant results of some patients were reported to the physician(s). The customer noticed that quality controls had shifted lower and repeated all the samples from the day on another advia 2400 instrument, which resulted higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the discordant, falsely low calcium results was due to improper fluid evacuation from cuvettes. The cse replaced both drain pump assemblies, flushed and cleaned the reaction tray wash unit, and cleaned vacuum valves 1 & 2 in drain lines. The cse re-aligned the wash port and reagent probe 2 and replaced the seals on dilution probe aspiration pump and reagent probe wash pump 2 due to leaks. Quality controls and calibrations were run, resulting within range. The instrument is performing according to specifications. No further evaluation of the device is required.